Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx indicating that the device failed the self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was determined to be due to improper position of external paddles when doing the self-test. The issue was resolved by placing the external paddle correctly and the product is back in service.